Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), and product type: recharger. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that the complaint was unverified, found no issues with rtm charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(4), product type: recharger, other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, regarding an external device. The reason for call, was patient reported, they are having trouble with recharging the implanted neurostimulator for 2 months. And getting more difficult in the last month. Patient stated, the controller has a hard time finding the device. Patient reported, the controller will shut off when they are trying to charge the implant. Patient services specialist asked, patient to inspect the recharger for damage. And patient said, there is no visible damage to the  recharger (rtm). But the paddle gets very warm and hot when she is recharging for two months or longer. Patient stated, when she is going into her vehicle and trying to turn the ins off, they are getting the no device screen on the controller. And have to navigate the controller screen to turn therapy off. Patient services (ps) asked, clarifying questions regarding ins being charged up before trying to turn ins off. Ps reviewed, the controller is functioning as intended. Controller show ins 50%, controller 70% charged. A new rec harger was requested. No symptoms were reported.